Event description:
A rising shock impedance called customer back and explained that the data shows a slow rising rvcoil impedance that otherwise shows very little variation week to week. Rvtip-rvcoil is also very stable. This data would suggest it is highly unlikely to be a fracture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).